Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been four other complaints in the lot. A root cause has not been identified. The manufacturer internal reference number is: 2017-104523.

Event description:
A pharmacist reported that following a cataract removal with intraocular lens (iol) implant procedure in the right eye, a patient developed postoperative endophthalmitis. The patient was sent urgently to the hospital emergency for an intravitreal injection of reinforced antibiotics. It was noted that the patient's left eye had undergone the same procedure with the same lens model on (B)(6) 2017 with no postoperative problems. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received, indicating that inflammation appeared within 5 days after implantation; the patient presented at the hospital the week after surgery due to intense pain. The facility suspects inflammatory syndrome linked with toxin release. It was reported that the symptoms have resolved.

Manufacturer narrative:
(B)(4).

Event description:
Further information was provided, indicating that the patient's postoperative treatment had been as usual (corticosteroid with antibiotic and a nonsteroidal anti-inflammatory). It was also noted that vision is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Further information was received, indicating that all patients had experienced similar clinical findings: anterior segment inflammation with 3+ tyndall, hypopyon, fibrin reaction with deposits on the anterior capsule and the iol, loss of visual acuity, and light vitreous inflammation. It was also reported that one patient had an irvine-gass syndrome (cystoid macular edema). It was also stated that "all patients" were treated with high doses of steroids. It is unconfirmed if the additionally reported symptoms and treatment apply to this specific patient. It was clarified, however, that there was no loss of visual acuity after treatment.